Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The technician found the gas springs were no longer working. The technician replaced the gas springs to repair the stretcher.